Event description:
Healthcare professional reported "cellulitis with abscess formation". This record relates to the left side. Unknown if device was explanted.

Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: abscess, cellulitis. A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, h6. The event of " capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported "cellulitis with abscess formation". Later, healthcare professional reported "capsular contracture baker grade IV". This record relates to the left side. Device explanted.